Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Replacement cable and adapter were sent to resolve the issue. Customer¿s blood glucose level was 173 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the issue resolved and customer declined troubleshooting with tandem technical support.